Event description:
This ra lead was implanted on (B)(6) 2010 and out of service on (B)(6) 2016. A form received stating that there was fungal infection, with vegetation on leads. The physician was dr. (B)(6) at (B)(6) university hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).